Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient experienced blurred vision caused by residual hyperopia and astigmatism. The lens was removed and replaced in a second procedure. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the event resolved with treatment, and that in his opinion, the iol did not cause/contribute to the event.